Event description:
Additional information was received from the patient (pt) stating they are still using stim. Patient only able to normally charge their implantable neurostimulator (ins) if both controller and recharger are very close to the pocket site; otherwise they will get into passive charging mode. They have not tried the disable device feature yet and caller will try to do this the next time they meet with pt. No clinic visit planned at this time. Technical services reviewed potential for needing to replace the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported replacement surgery was scheduled for (B)(6) 2026.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the cause of the persistent difficulty connecting to the implantable neurostimulator (ins) was undetermined at this point. The only thing known is that the controller or clinician programmer communicator need to be within a few inches (no more than ~4 inches away) from the implanted device. The rep was able to figure out a method where the patient could recharge and communicate with the device as long as their controller was within a few inches of the implanted location. They are aware of the distance restriction and will continue to use the system in this fashion. The longer-term solution will depend on the review of the log files. The patient is aware that a replacement ins would be the next step if a solution cannot be determined for the current implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. Rep is with the patient in the clinic, reporting that they and the patient are having difficulty with connecting to the implant (ins), both with the clinician programmer app and the controller. Patient has had the controller and the recharger replaced recently (B)(4). Rep states when his communicator is right over the ins, he is able to connect. When the controller and recharger are right over it, it can also connect, however if the controller is moved slightly away or his communicator is moved slightly away, he is no longer able to connect. The implanted battery is at 90%. Rep states there are no metal chairs or tables in the room, but also this is happening at home and at the clinic. Rep states he tried disabling and re-enabling the controller. He also tried a different set of external equipment and had the same issue. The battery does not sit deep in the pocket. This began about two weeksago. Technical services (tss) sent email to rep to obtain log files and an email to the spinal cord stimulation principal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.